Event description:
It was reported that post op of a reverse shoulder, the patient later required two surgeries due to disengagement of the glenosphere from the reverse baseplate and disassociated.The reporter attributed these occurrences in part to patient non-compliance and to the central screw not being seated sufficiently to allow proper seating of the glenosphere.The patient underwent two revision surgeries and this reported event is covering the second revision surgery approximately 1 week post op the first revision surgery and approximately 3 weeks post initial surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10:Associated products also revised,Item#: 115313, COMP RVSR SHLDR GLNSP +3 36MM,Lot#: UNK,Item#: 110031418,CR PROLONG 36MM BRNG STD,Lot#: UNK,Item#: 110031399,HMRL TRAY STD STD,Lot#: UNK.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.